Event description:
It was reported that the ventricular lead exhibited noise and high thresholds. A fluoroscopy revealed an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
.